Manufacturer narrative:
E1.initial reporter addr 1:av del rio av 2 norte # 22-19. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes, foreign matter (fm) was observed in one tube. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary one photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter(fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes, foreign matter (fm) was observed in one tube. There was no health impact or consequences reported.